Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedure and the patients' medical history. However, this could not be confirmed. The reported surgical intervention was a result of case specific circumstance as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6). 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was not measured. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Baseline was normal sinus rhythm (nsr). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon with the support of temporary pacing at 180 beats per minute. During the procedure on the first attempt, at 80 percent, the valve was observed to be low, so a partial recapture was performed. On the second attempt, the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-procedure less than 48 hours, the patient was observed to be in nsr with a new left bundle branch block (lbbb). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, the patient was developed with a complete heart block. A permanent pacemaker was implanted to resolve the event. The implanter classified this event as being related to the procedure and the patient¿s past medical history. The patient was in a stable condition.